Event description:
It was reported that the proximal part of guide catheter broke. The target lesion is located in the left anterior descending (lad) artery. During the procedure, a 6f mach1 jl5 guide catheter was selected to approach the target lesion. When the physician tried to turn the guide catheter, the proximal part of the device was broken. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).